Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent sling removal on (B)(6) 2008 due to erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a mesh implantation concurrently with dilation and curettage, hysteroscopy and ablation (novasure); due to stress urinary incontinence and aub.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.